Event description:
It was reported that the programmer could not interrogate a pacemaker. Changing out the radiofrequency (rf) programmer head did not resolve the issue, however it was also noted that rf programmer head did not work. Both the programmer and the rf head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer could not interrogate a pacemaker and the link electronic module was replaced and calibrated.